Event description:
It was reported that multiple programmers have produced a "serious programmer error" when printing of vt (ventricular tachycardia) episodes is selected. The device remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.